Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported change in therapy. The patient stated that their battery has been bothering them more. The patient also stated that it doesn't feel the same since they fell. Patient stated that they fell out of their car and hit their implant on a post due to icy conditions on their driveway. There were no further symptoms or complications reported or anticipated. Additional information received from the patient stated that her pain that she reported in the original call note was getting worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that their battery has been bothering them more. The patient also stated that it doesn't feel the same since they fell. Patient stated that they fell out of their car and hit their implant on a post due to icy conditions on their driveway. There were no further symptoms or complications reported or anticipated.